Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an intracranial aneurysm embolization, the delivery wire of a 4.5mmd 22mml enterprise stent delivery system (enc452200, 11186590) was detached from the stent body. It was reported that when the stent was advancing in the 150/5cm prowler select plus microcatheter (606s255x, 30272527), the physician found the delivery wire was totally detached from the stent. Then he withdrew the stent and microcatheter (mc) together outside of the patient. The physician used a new enterprise stent (code: ecr452212) and a new prowler select mc (code: 606s255x) to complete the procedure. The target cerebral position was lost. There was no patient injury reported. The blood vessels are abnormally tortuous. The physician thought the stent was detached from its delivery wire when it crossed a sharp bend of blood vessels. One non-sterile prowler select plus 150/5cm unit was received inside of a pouch. The device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, and no other damages were observed. The ID and od of the received devices were measured near to the compressed conditions against drawing and results were found within specification. A manufacturing record evaluation was performed for the finished device 30272527 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position" could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Also, the device was found in good normal conditions and due to this the event cannot be confirmed. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive based on the minimal information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00233.

Event description:
As reported by the field, during an intracranial aneurysm embolization, the delivery wire of a 4.5mmd 22mml enterprise stent delivery system (enc452200, 11186590) was detached from stent body. It was reported that when the stent was advancing in the 150/5cm prowler select plus microcatheter (606s255x, 30272527), the physician found the delivery wire was totally detached from the stent. Then he withdrew the stent and microcatheter (mc) together outside of the patient. The physician used a new enterprise stent (code: ecr452212) and a new prowler select mc (code: 606s255x) to complete the procedure. The target cerebral position was lost. There was no patient injury reported. The blood vessels are abnormally tortuous. The physician thought the stent was detached from its delivery wire when it crossed a sharp bend of blood vessels.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no resistance felt within the mc. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. The devices were stored, inspected and prepped per instructions for use (IFU). Nothing unusual was noted about the stent delivery system prior to use. There were no surgical delays due to the event. No excessive force was applied at any time. Adequate flush was maintained through the devices. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with additional information: as reported by the field, during an intracranial aneurysm embolization, the delivery wire of a 4.5mmd 22mml enterprise stent delivery system (enc452200, 11186590) was detached from stent body. It was reported that when stent was advancing in the 150/5cm prowler select plus microcatheter (606s255x, 30272527), the physician found the delivery wire was totally detached from the stent. Then he withdrew the stent and microcatheter (mc) together outside of the patient. The physician used a new enterprise stent (code: ecr452212) and a new prowler select mc (code: 606s255x) to complete the procedure. The target cerebral position was lost. There was no patient injury reported. The blood vessels are abnormally tortuous. The physician thought the stent was detached from its delivery wire when it crossed a sharp bend of blood vessels. Additional information received indicated that there was no resistance felt within the mc. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. The devices were stored, inspected and prepped per instructions for use (IFU). Nothing unusual was noted about the stent delivery system prior to use. There were no surgical delays due to the event. No excessive force was applied at any time. Adequate flush was maintained through the devices. One non-sterile prowler select plus 150/5cm unit was received inside of a pouch. The device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, and no other damages were observed. The ID and od of the received devices were measured near to the compressed conditions against drawing and results were found within specification. A manufacturing record evaluation was performed for the finished device 30272527 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position" could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Also, the the device was found in good normal conditions and due to this the event cannot be confirmed. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive based on the minimal information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.